Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to complaint description, the cause is likely due to a mishandling of the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse the trend is: n/a.

Event description:
The following has been reported by customer: ach reported that device was giving errors. Found one instance of error 54-0080 (coulombmeter communication). Found battery connector inside device was not seated correctly/loose. Replaced battery and completed full inspection - all tests passed. Ran test infusions on battery power after pm - no errors produced. Returned to service. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.